Event description:
It was reported that there may have been premature battery depletion. Both the patient and the physician expressed concern over the battery longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - initially, the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage was pre/approaching eri. The weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.92 to 2.64 volts between (B)(6) 2011 and (B)(6) 2012, is before device rrt<= 2.62 volt. The device was later returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage was pre/approaching eri. The weekly battery voltage trend data in save to disk file 16134919 shows min bat=2.92 to 2.64 volts between (B)(6) 2011 and (B)(6) 2012, is before device rrt<= 2.62 volt.